Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The conmed representative reported on behalf of the customer that the p62 st416 plate screw, ø2.4 x 16 mm, non-locking device was being used during a 5ms procedure on (B)(6) 2025 when it was reported ¿an expired implant was implanted on (B)(6) 2025. The implant was p62 st416 lot number gm000944. The expiration date on the product was (B)(6) 2025. The product was removed from the patient on (B)(6) 2025 by the surgeon as the hospital noticed the expiration date after the device was placed in the patient. The procedure was completed with the use of the same alternate device. This report is being raised on the reported injury due to the patient requiring an additional operation.

Manufacturer narrative:
The device will not be returned for evaluation; however, the device history record label and the surgery date have been provided. Root cause cannot be determined; however, a possible cause of this event could be that the labeling was not inspected prior to use. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) we will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The conmed representative reported on behalf of the customer that the p62 st416 plate screw, ø2.4 x 16 mm, non-locking device was being used during a 5ms procedure on (B)(6) 2025 when it was reported ¿an expired implant was implanted on (B)(6) 2025. The implant was p62 st416 lot number gm000944. The expiration date on the product was 27-october-2025. The product was removed from the patient on (B)(6) 2025 by the surgeon as the hospital noticed the expiration date after the device was placed in the patient. The procedure was completed with the use of the same alternate device. This report is being raised on the reported injury due to the patient requiring an additional operation.